Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 389.202. Lot: l000179. Manufacturing site: hagendorf. Release to warehouse date: august 9, 2016. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that synex spreader f/mis the part that holds the screw has come off and no other issues were identified. The dimensional inspection was not performed due to alleged complaint condition. The observed condition synex spreader f/mis in the device was consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for synex spreader f/mis. While no definitive root cause could be determined, there was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a plif metastatic tumor procedure, the subtotal resection was performed on one side of l2. After the syncage-ex implant was inserted, the surgeon used the spreader to raise the implant when a small fragment of the spreader came off. The fragment was removed from the patient. The procedure was completed without surgical delay. No further information is available. This report is for (1) low profile parallel distractor. This is report 1 of 1 for (B)(4).